Event description:
Wound debridement system came apart at the seam with resulting fluid leak. Two units sequentially failed at the seam when nozzle was attached. Two different lot numbers, a third kit was used successfully.